Manufacturer narrative:
Component code - device subassembly = vacuum tank.

Event description:
The customer stated that they received questionable results for an unspecified number patient samples tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. The customer provided data for four patient samples. Of the four samples, three had erroneous na results. The erroneous results were not reported outside of the laboratory and the repeat results were believed to be correct. The first sample initially resulted with an na result of 165 mmol/l, which repeated as 143 mmol/l. The second sample initially resulted with an na result of 167 mmol/l, which repeated as 144 mmol/l. The customer re-calibrated, but continued to see the issue. The third sample tested after this re-calibration, initially resulted with an na value of 150 mmol/l, which repeated as 141 mmol/l. The patients were not adversely affected. The na electrode lot number and expiration date were asked for, but not provided. The field service engineer determined that rinse water was overflowing from the reaction cells. He re-seated all ise tubing connectors, cleaned valves, cleaned the vacuum tank, and cleaned the entire ise unit. He reseated and adjusted rinse water and tubing. He ran precision studies and all results were acceptable. The customer ran calibration and controls. Controls were within acceptable limits. No alarms were noted on the last calibration performed on 19-jan-2019. Controls were within range and showed no indication of a reagent or instrument performance issue. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined that the service actions resolved the issue.